Event description:
Adverse event(s): "incomplete treatment" (no code available). Product problem(s): "energy too low" (output energy incorrect). A tech reports during surgery, the pt had excessive movement and lost track at 64% of treatment on the left eye. The tech pressed the start key again to proceed. The laser stopped again at 89% with a system message and they could not proceed any further. The doctor chose not to complete the surgery. At one day post-op, the patient's ucva in the left eye was 20/20. The surgeon stated he feels that the patient will not have any problems with the outcome.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).